Event description:
During the investigation of monitor (B)(4) for an unrelated complaint, a reportable product problem was discovered. The monitor was unable to power on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon inspection, the monitor was unable to power on. The cause of the monitor not powering on was due to a corrupted flash. The root cause of the corrupted flash cannot be positively determined. No adverse event resulted from the defective monitor. The pt was provided with a replacement monitor.